Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any associated non-conformances or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review has not identified any trends regarding commonalities for complaint lot and customer reported issue. The overall performance of the alinity I stat high sensitive troponin-I was reviewed using field data from customers. A review of field data for the overall performance of lot 59084ud00 indicated the patient median results are within the established limits and comparable with other lots in the field. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 59084ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data for an 86 year old female patient: sample ID (B)(6) initial result was 186.10 pg/ml and repeat on another alinity analyzer was 25 pg/ml. Another sample was tested on both of the previously used alinity analyzers and generated a of 25 pg/ml and 25 pg/ml. (Customer cutoff value is 35 pg/ml). Additional laboratory values: bnp was 3,601.7 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-34 and there is a similar product distributed in the us, list number 04z21. A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data for an 86 year old female patient: sample ID (B)(6). Initial result was 186.10 pg/ml and repeat on another alinity analyzer was 25 pg/ml. Another sample was tested on both of the previously used alinity analyzers and generated a of 25 pg/ml and 25 pg/ml. (Customer cutoff value is 35 pg/ml) additional laboratory values: bnp was 3,601.7 pg/ml there was no reported impact to patient management.